Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip cable was derailed. The grip cable was derailed at the distal idler pulley. The grip cable was seated on the outermost pulley and cable was exposed on the outside of the pulley. The yaw motion was non-intuitive as a result. Failure analysis investigation also found the instruments pitch cable was frayed. The pitch cable was frayed at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands stuck out at the wrist. No other damage was found.

Event description:
It was reported that during a da vinci benign hysterectomy surgical procedure, it was noted that a broken wire was observed on the prograsp forceps instrument. Upon inspection of the instrument, it was noted that the tip on the top left disc would not activate the instrument, it was just spinning. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.